Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported "autofill failure", to test the unit he hooked up a balloon catheter and started to pump on the machine, but received no autofill failure. The fse inspected the logs and did find the autofill failures, he performed a full inspection and the inspection passed, he then continued to pump on a balloon and was finally able to duplicate the autofill failure that indicated a catheter restriction, the issue was very intermittent and the diagnostics pointed to low vacuum. To fix the issue the fse ended up replacing both the pneumatic module assy and the scroll compressor, once these parts were replaced the issue was no longer duplicated. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.